Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "5/31/2010". The manufacturer's records show the actual expiration date to be 05/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address osteolysis and malrotation of the femoral.